Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 29.6 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.